Event description:
During the product evaluation by a service technician, a flo-gard infusion pump was found to have loose motor housing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the loose motor housing is unknown. No repairs have been performed at this time. If any additional information is received, a follow up MDR will be sent. The problem was confirmed. However, the problem cannot conclusively be assigned to a human factors issue. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.